Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. The medical record alleges that the g2 filter was deployed due to dvt and was successfully deployed below the renal veins. Approximately three years post deployment, patient had abdominal pain and vaginal bleeding. CT scan revealed that the ivc filter with many of the limbs were extended beyond the wall of the ivc. Six years followed by, CT scan showed that one of the filter limbs were detached and translocated into the lower pole of the right kidney. Then the filter along the detached filter limb was removed. Therefore, the investigation is confirmed for filter limb detachment and filter limb perforation. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and perforated. The device and the detached strut was removed percutaneously. The device was removed from patient neck and the patient experienced neck and back pain; however, the current status of the patient is unknown.